Event description:
The pt experienced a return of pain in the lumbar area. The pump was sounding the critical alarm. It was in safe state, had a reset code, and displayed a low battery. It went into safe state right after it was updated. The pump was programmed back to the normal settings. The pt was admitted to the hosp for pain control and withdrawal. The pump was replaced and the pt was doing fine since replacement. He recovered without sequelae. The pump contained clonidine 500 mcg/ml delivered at 160 mcg/day and dilaudid 375 mcg/ml delivered at 120 mcg/day.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when add'l info is received from the hcp.